Event description:
It was reported that the device power spontaneously resets. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The reported problem was determined to be due to the system/memory pcb assembly. After replacing the system/memory pcb assembly, proper operation was confirmed and the device was returned to the customer.